Event description:
The account reported the left side rail center arm will not latch. The bed was located in 6w at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the left side rail latching mechanism inside the center arm was rusted most likely due to excessive fluid being used on the left head side rail. Per the hill-rom service manual, perform annual preventive maintenance procedure to make sure all versacare bed components are functioning as originally designed. Make sure the head and intermediate side rails are not bent or twisted. Make sure the side rails lock correctly in the high position and you hear the latch click. Gently pull on each side rail to make sure it latched correctly. If the side rail is difficult to latch, make sure the latch components are clean and look for obstructions. Release each side rail from the up position, and let it fall freely. The side rail should lower slowly and smoothly. Remove the center arm cover, and examine the cable routing for pinching, binding, or damage. Make sure the latch mechanism of each side rail is in good condition. Remove the side rail cover, and make sure the mounting screws are fully installed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. The technician replaced the left side rail center arm assembly to resolve the issue. Based on this info, no further action is required.